Event description:
It was reported that for some days, the pt is no longer able to hear with his device on this side. Testing revealed that all channels except of channel 10 show "hi" or "--", coupling and integrity are ok. There was no accident. The status of the channels got worse over the time. Before that, hearing sensation was very good.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.